Event description:
(B)(4). The dealer reported that the 9rc mechanical wheelchair having the back upholstery tearing on the sides, and the seat caving. There was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4) (MDR and 1 of 2), and (B)(4) (2 of 2).